Event description:
The customer reported that the insulin pump alarmed an error. Troubleshooting was performed. Advised the customer that the device will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.